Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they needed a replacement sensor to be sent out. The customer blood glucose at the time was 45mg/dl. The customer states he woke up to the pump alarming lost sensor. The customer states that they reconnected the sensor and received a calibration error, along with low sensor readings. The customer is being sent out a replacement, and the customer's sensor is being returned for analysis.